Event description:
On (B)(4) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch delica does not fully penetrate. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the afternoon on (B)(6) 2013. The patient reportedly does not manage her diabetes with oral medication or insulin. In response to the alleged lancing device issue, the patient reportedly exercised that day. The patient denied developing any symptoms as a result of the alleged lancing device issue. At an unspecified time later that day, the patient reportedly went to the emergency room (ER). During the patient's time in the ER, the patient reportedly obtained a blood glucose reading of "258mg/dl" with the ER's meter and was administered by a health care professional (hcp) an unspecified type and dosage of insulin as treatment. During troubleshooting, the csr verified the patient was not using the subject lancing device for the first time, the patient was using the correct lancets, and there was no misuse of the lfs product. Replacement lancing device was sent to the patient. This complaint is being reported because the patient reportedly received treatment, for hyperglycemia, from an hcp after the alleged product issue began.